Manufacturer narrative:
MDR 8021545-2024-00319 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking after a bath. The issue occurred with two infusion sets on(B)(6) 2024 and (B)(6) 2024. Moreover, the infusion was used for one day for one event and two days for second event. No further information was available.